Manufacturer narrative:
Device was not returned to the MFR for eval. We are unable to determine the cause of the event.

Event description:
It was reported that the root of the pituitary broke during use. No further complications were reported.